Manufacturer narrative:
The service engineer replaced the batteries to resolve the issue. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
It was confirmed the battery needed to be replaced due to being worn out, end of life. There was no power supply defect. This is not likely to cause or contribute to a death or serious injury.

Event description:
It was reported, the user identified that the battery and the power supply was burned. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. Multiple attempts were made to obtain further information without a response. Philips has started an investigation for this complaint.